Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. No address on file for customer. Unable to contact customer after several attempts. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer also reported complaint for e-5 error code. At the time of the call the customer stated that she had increased thirst, felt lightheaded and had dry mouth. The customer stated that she would go to the ER. Customer was not able to continue the call and no further information was able to be obtained.